Event description:
Caller reported a malfunction on the pump, identified as malf 13, with no notable events occurring prior. Blood glucose levels did not exceed 500 mg/dl, remaining within a safe range. As a resolution, technical support arranged for the pump to be replaced and instructed the caller on returning the faulty pump. The caller was advised on steps to take upon receiving the replacement and was informed to use storage mode before returning the pump to tandem.